Event description:
It was reported that patient has been experiencing pain in the right hip. Patient is reporting that she had an MRI and blood work done and is awaiting results. Patient states that the patient started in (B)(6) 2012 and it consists of a sting in her buttock area. Patient also states that she had implant surgery on her left hip which is also a rejuvenate hip implant. Patient states that is was done on (B)(6) 2011 and is currently asymptomatic.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.